Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on the 16th june 2015 and performed to specification up to the 28th september 2015. During this time evidence suggests the device had been connected to an in range impedance as a power up of greater than 10 minutes was recorded. The user accessible memory had been erased subsequent to this time. The device failed multiple self-tests due to a low battery between the 04th-29th october 2015. The returned pad-pak was installed and passed a self-test, the device powered off with a low battery warning. A test pad-pak was installed and the device passed a self-test. The pad-pak was disassembled for investigation, measurements taken shows depletion across the battery cells. Test therapy was carried out, the device delivered a test shock successfully and an acceptable measurement was recorded. The device powered off with no warnings given and a green flashing status led. Investigation found the reported fault can be attributed failure of the pad-pak battery fuse. The fuse was replaced during testing, voltage increased to a level consistent with the use of the device.

Event description:
There was no patient involved in this event. Pad unit has low battery warning with new pad-paks.